Event description:
The initial reporter stated they received discrepant results for six patient samples tested for multiple analytes on a cobas c 703 analytical unit. Results for the following assays are affected: ck, ck-mb, glucose hk gen.3, tina-quant c-reactive protein IV, and ldh. The first sample initially resulted in a ck value of 31.1 u/l and a ck-mb value of 0.78 u/l. The first sample was repeated on a second analyzer, resulting in a ck value of 2579 u/l and a ck-mb value of 302 u/l. The second sample initially resulted in a glucose value of 0.132 mmol/l and it repeated as 4.89 mmol/l. The sample was repeated on a second analyzer, resulting in a glucose value of 4.92 mmol/l. The third sample initially resulted in a crp value of 4.68 mg/l and a ldh value of 5.190 u/l. The third sample was repeated on a second analyzer, resulting in a crp value of 103 mg/l and an ldh value of 436 u/l. The fourth sample initially resulted in a crp value of 0.586 mg/l. The sample was repeated on a second analyzer, resulting in a crp value of 16.6 mg/l. The fifth sample initially resulted in a crp value of 3.61 mg/l. The sample was repeated on a second analyzer, resulting in a crp value of 64 mg/l. The sixth sample initially resulted in a crp value of 11.3 mg/l. The sample was repeated on a second analyzer, resulting in a crp value of 117 mg/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer resolved the issue by adjusting the sample probe. The customer did not report any further issues after the probe adjustment. The investigation determined the service actions resolved the issue. Medwatch field e1 initial reporter establishment name - the full facility name was provided as (B)(6).